Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a lower anterior resection, the surgeon noticed that a piece of the wave-guide had disengaged and the dissector could no longer be used. The broken piece was removed from the surgical area. Nothing fell into the patient cavity. A new dissector was opened and installed onto the system and the procedure was successfully completed with no patient injury.